Event description:
Boston scientific received information that during a previous follow up visit, this device declared a year and a half remaining longevity. Five months later the device declared end of life (eol) with high atrial thresholds. Premature battery depletion (pbd) was suspected. The device was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.